Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was subsequently hospitalized with a blood glucose (bg) level of 391 mg/dl the customer was using fiasp insulin with the pump. Technical support informed customer that fiasp insulin is off-label per the user guide. Customer changed cartridge and infusion set to address the issue. The customer received pen treatment at the hospital. Customer was discharged 2 days later, (B)(6) 2024 with the issue resolved and no permanent damage. No pump issues were identified at the time of the event.